Event description:
The customer reported the single use distal cover was broken. The issue occurred when the spyscope got stuck in the endoscope and did not pass through the channel. During multiple attempts, the tip of the spyscope broke the distal cover. The issue occurred when the scope was outside of the patient's body. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the tip and rear ends of the cover were damaged. The cover was in a state where it would easily come off of the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the broken cover could not be determined; however, it's possible that increased stress applied to the distal cover due to semi-insertion or release of stress applied in the installed state due to some chemicals caused cracking over time in areas of weak strength or increased stress. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.